Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string on the tampon was too short to remove the tampon and she had a hard time getting it out. She was able to remove the tampon with her fingers and did not seek medical assistance.